Manufacturer narrative:
This supplemental report is being submitted to provide the off-site laboratory results, the physical evaluation of the scope and to update sections. The scope was sent to an independent laboratory for microbial testing. The scope's distal end and elevator mechanism tested positive for paenibacillus tundra, paenibacillus taichungensis and staphylococcus hominis. The scope's instrument/suction channel tested positive for staphylococcus epidermidis and micrococcus luteus. The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the received condition and found a yellowish stain found inside the instrument channel from the bending section side. Additionally, a kink inside was found on the instrument channel wall from the bending section side. The suction channel was inspected and there is no evidence of kinks, marks, or stains. Additionally, the image was inspected and the image of the scope is normal. The scope passed leak test. The scope was purchased on september 19, 2018 with no previous repair history. The cause of the yellow stain cannot be conclusively determined. However, section 5.2 of the reprocessing manual provides warning that states, ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ if additional, information becomes available this report will be supplemented accordingly

Manufacturer narrative:
This supplemental report is to provide additional information from the olympus endoscopy support specialist (ess). The ess conducted a reprocessing in-service that included pre-cleaning, leakage testing and manual cleaning information contained in the olympus instruction manual. The user facility had recently purchased a medivators scope buddy for the flushing steps. They had been told that the scope buddy replaced not only flushing with the injection tubing but also suctioning with the suction cleaning adapter. Subsequently, they have not been suctioning the tjf-q180v scopes. The ess recommended to start suctioning with the suction cleaning adapter as this is stated in the instruction manual for this scope. In addition, the ess ensured to go over keeping the elevator at the distal end of the scope in the intermediate position as several staff members had questions as to which way the elevator was kept. The ess provided copies of the ontrack form including cleaning posters to the user facility and gi director.

Manufacturer narrative:
The user facility reported the minimum effective concentration of the cleaning and disinfectant solutions are being checked with each cycle by the aer machine automatically. The endoscope channel was brushed during manual cleaning. Pre-cleaning was performed immediately after a procedure. Pre-cleaning is performed per the olympus manual and olympus on track competency guide. The scope was leak tested prior to manual cleaning. There has been no problems noted with the aer; was last serviced in september, 2018. Last reprocessing in-service was conducted an olympus endoscopy support specialist (ess) on december 14, 2018 for gastroscopes. All reprocessing personnel are properly trained. The endoscope is vertically hung in an olympus storage cabinet. The scope referenced in this report was returned to olympus but the evaluation is in progress. A review of the instrument history showed that the user facility purchased the scope on (B)(4) 2018 with no service records to date. As part of our investigation in this report, olympus dispatched an ess to the user facility to observe their reprocessing practices for duodenoscopes. To date, the ess visit has not been finalized. The exact cause of the reported event cannot be conclusively determined at this time. If additional information is received this report will be supplemented.

Event description:
Olympus was informed that the scope cultured tested positive for coagulase negative staphylococcus, micrococcus species, diphtheroids, yeast and bacillus species after it had been reprocessed in the non-olympus (evotech) automated endoscope reprocessor. There was no patient infection associated with this report.